Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). While assessing cup placement before closing the wound, the surgeon noted the cup appeared off of the planned position. Measurement using the rio indicated the cup was placed within one degree of plan. The surgeon manually adjusted the cups's inclination and version, and completed the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been performed with regard to this event. Using karl-heinz widmer x-ray analysis method, it was found the cup placement had a difference if 11 degrees for inclination from the plan and 18 degrees for version from the plan. The karl-heniz widmer x-ray analysis method is used to approximate cup placement using a plain film x-ray, there are inherent weaknesses in using a plain film x-ray (2d) to determine inclination and version (3d). There is no definitive root cause of this cup placement discrepancy, however the following are suspected: bumped array after impaction. The system showed all checkpoint check values to be within tolerance, however the planar alignment of cup plane trial #3 does not match previous cup plane data captures. This suggested there was an array movement after the initial cup plane capture.; user moving cup manually after cup plane data capture and impaction; this would not be recorded in any data file. However, it would create a discrepancy in the planar alignment between cup plane captures.